Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported she cannot get the insulin pump to rewind, customer stated the device alarmed failed battery test. Customer did not have a new battery to do troubleshooting on the device. Customer's blood glucose was 177 mg/dl. Customer was advised to check battery cap and compartment for damage or corrosion, none found. Customer was advised to clean with alcohol wipes and ensure the battery cap was fastened. Device alarmed again. Customer was advised to revert to back u plan. No further information reported.